Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h6.

Event description:
Patient reported left side rupture per mammogram and pain. Healthcare professional later reported "intracapsular rupture" and "hole, non-specific". Device has been explanted.

Event description:
Patient reported left side rupture per mammogram and pain. Healthcare professional later reported "intracapsular rupture" and "hole, non-specific". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: pain: unable to observe since it is a medical event and is not related to the device. Rupture : observed, broken side assessed as surgical damage . No additional observations. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Patient reported left side rupture per mammogram and pain. Healthcare professional later reported "intracapsular rupture" and "hole, non-specific". Device has been explanted.

Manufacturer narrative:
Continued h6 health effect impact code: f2203- imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.